Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. It was reported that they were having sores pop up and red blisters on their back where the implant was located on their skin. When asked for event date, patient stated that the sores would come and go but were always in the same spot. Patient commented the implant was shocking them when the stimulation was turned off and the shocking was really strong. Agent emailed patient physician listings. Agent asked and patient denied any recent falls or trauma. The patient was redirected to their healthcare provider to further address the issue.